Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, found plastic in the 20 cc syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that plastic was present in the syringe. To support the investigation, one sample without blister packaging and five photographs were provided for evaluation by the quality team. A visual inspection was performed at 10x and then 30x magnification. The syringe contained 10ml of a transparent fluid, and no defects, imperfections, or plastic were observed. The five photographs corresponded to the sample received. A device history record review was completed for material number 301031, lot 4276355. The review did not reveal any quality issues during production that could have contributed to the reported condition. No related quality notifications were identified, and all processes and final inspections complied with specification requirements. Based on the investigation, including analysis of the returned sample, the customer reported symptom could not be confirmed.